Manufacturer narrative:
Initial reporter's phone number: (B)(6). (B)(4). The device has not been received for analysis. Upon receipt and completion of the problem analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on may 19, 2022 that an axios stent and electrocautery enhanced delivery system was to be implanted transgastric to pancreas during a pseudocyst drainage performed on (B)(6) 2022. During the procedure, there were no issues deploying the first flange of the axios, however, after removing the yellow stent safety clip, there was resistance when attempting to deploy the second flange. The stent was unable to fully deploy and the stent was partially deployed on the delivery system when it was removed from the patient. The procedure was completed with another axios stent and electrocautery enhanced delivery system. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block e1: initial reporter's phone number: (B)(6). Block h6: medical device problem code a15 captures the reportable event of axios stent partially deployed. Block h10: an axios stent and electrocautery enhanced delivery system was received for analysis. The stent was received partially deployed. Visual inspection was performed and it was found that the delivery system was returned in position 2. The outer sheath was kinked near the luer. Functional inspection revealed that the stent was able to be deployed. No other issues were noted to the stent and delivery system. The reported event of stent partially deployed was confirmed as the stent was received partially deployed on the delivery system. It is likely that procedural factors such as lesion characteristics, handling of the device, and the technique used by the user limited the performance of the device and contributed to the reported event of stent partially deployed and the observed damage of outer sheath kinked. Therefore, review and analysis of all available information indicated the most probable cause is adverse event related to procedure. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing. A product labeling review identified that the device was used per the directions for use (dfu) / product label.

Event description:
It was reported to boston scientific corporation on may 19, 2022 that an axios stent and electrocautery enhanced delivery system was to be implanted transgastric to pancreas during a pseudocyst drainage performed on (B)(6) 2022. During the procedure, there were no issues deploying the first flange of the axios, however, after removing the yellow stent safety clip, there was resistance when attempting to deploy the second flange. The stent was unable to fully deploy and the stent was partially deployed on the delivery system when it was removed from the patient. The procedure was completed with another axios stent and electrocautery enhanced delivery system. There were no patient complications reported as a result of this event.